Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective sample syringe. The fse replaced the sample syringe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for sodium (na), potassium (k), creatinine (cre) and cholesterol (chol) on their dxc 700 au chemistry analyzer. The results were not released outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics or data.